Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 3. The patient's ultrafiltration reading was 1330 ml, indicating the home patient (hp) drained 1330 ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 3328ml, which meets iipv criteria. No patient injury or medical intervention was reported. (B)(4) contacted the patient on (B)(6) 2010. The patient states she recalls feeling overfilled on the date of the occurrence and drained an excessive amount. The patient felt full during dwell. The initial drain alarm was set for 0ml. The patient stated she is no longer on peritoneal dialysis because she received a kidney transplant. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.